Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan. 12, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Lens damage and haptic damage was also observed, but can be attributed to receiving the lens crushed in the lens case. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: unknown/ not provided. Date of event: unknown, not provided. Best estimate of date of event is between 9/28/2021 and 10/19/2021. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to visual subjective disturbance. The explanted lens was replaced with a non johnson and johnson iol. There was no incision enlargement, vitrectomy, or sutures required. Patient doing fine post-exchange. No other information provided.